Event description:
It was reported that the patient was hospitalized with heart failure and an increase of dyspnea and fatigue. The patient was provided with medication. An infection was diagnosed a few days later. The system was explanted. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was hospitalized with heart failure and an increase of dyspnea and fatigue. The patient was provided with medication. An infection was diagnosed a few days later. The system was explanted. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: product performance information was also returned and analyzed. No anomalies were found. A 383098 implantable pacing lead, (B)(6) 2013. A 4054 competitor implantable pacing lead, (B)(6) 2013. A 0615 competitor implantable tachy lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.